Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy, and no third-party assistance was required. Reportedly, the customer had been using cold insulin at times, and not removing air from cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and tandem pump user guide instructs the user to remove any residual air from the cartridge. To resolve the occlusions the customer would change the infusion set and cartridge and resume insulin. Ultimately, the customer reverted to an alternate method insulin therapy.